Manufacturer narrative:
It was reported that due to the broad base of the fibroid to the fundus, a decision was made to proceed with open laparotomy. The trocar was then removed and a pfannestiel incision was then made with the knife and carried down to the fascia with cautery without complication. The uterus was able to be delivered through the incision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a laparoscopy/laparotomy for fibroids on (B)(6) 2007 and a morcellator was utilized. The hospital pathology showed poorly differentiated adenocarcinoma, but consult with another healthcare professional classified as epithelioid leiomyosarcoma grade 2 of 3. The patient had a radical hysterectomy with debulking on (B)(6) 2007. The patient underwent 3 cycles of adriamycin, ifosfamide and has no evidence of disease as of a 2015 office visit. The patient has had no recurrence as of (B)(6) 2014 visit. No additional information was provided.